Manufacturer narrative:
Ae assessor spoke with the patient and the patient reported this was not a v-go device failure but user error because she was at a party on saturday and ran out of clicks and was eating high carb foods she did not have another v-go with her and her bg was >600 got admitted for dka.

Event description:
Patient stated she had to be hospitalized over the weekend due to high blood sugar. Patient was hospitalized around 1 am on sunday around 1am and is still currently admitted at (B)(6) medical center for hyperglycemia. Patient reported that before she went to the hospital, her monitor read high and when she arrived at the hospital, they stated that her blood sugar levels were over 600. The symptoms she experienced was fatigue and vomiting.